Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one (1) device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of one report, regarding one device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A distributor reported on behalf of a customer that the 32.16334, mini-aggressor forceps, 15° up, 2.75 mm x 130 mm device was used in an arthroscopic surgery procedure on (B)(6) 2026, and ¿during the operation, the clamp screw suddenly fell off¿. The procedure was completed and there was no impact or injury to the patient. Further assessment found the "clamp screw" was from near the handle of the device. It fell off into the patient and was "taken out". "The surgery has been carried out in accordance with the usual procedures and is now complete.". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.